Manufacturer narrative:
(B)(4).

Event description:
The hospital reported post procedure that hemopro2 extension cable when trying to disconnect the extension cable from the device the cord would not release. Finally, the cord separated and a part of it stayed attached to the hemopro. The hospital did not report any patient effects. The duplicated complaint (B)(4) has been canceled. All information from the duplicated complaint (B)(4) has been transferred to complaint to (B)(4).

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported post procedure that hemopro2 extension cable when trying to disconnect the extension cable from the device the cord would not release. Finally, the cord separated and a part of it stayed attached to the hemopro. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported post procedure that hemopro2 extension cable when trying to disconnect the extension cable from the device the cord would not release. Finally, the cord separated and a part of it stayed attached to the hemopro. The hospital did not report any patient effects. The duplicated complaint (B)(4) has been canceled. All information from the duplicated complaint (B)(4) has been transferred to complaint to (B)(4).

Manufacturer narrative:
(B)(4). The hemopro2 extension cable device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The connecter collar of the extension cable was broken and sheared off from its original position. The connector collar was dislocated from its original position leaving the inner component exposed. Signs of blood were observed on the inner component. The extension cable was returned without the broken connector collar piece. The missing connecter collars was returned connected to the end of the hemopro 2 but in a separate package. The connector collar was removed with ease from the end of the hemopro 2 device. Blooded and charred tissue were observed on the hp2 device. No other failure was observed. Based on the returned condition of the device and the results of the investigation the reported complaint was confirmed for the reported failure mode "break; cord break" but not confirmed the reported failure "connection issue; cord; difficult to detach from device". This is a reusable OEM device; therefore, a lot /serial history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported post procedure that hemopro2 extension cable when trying to disconnect the extension cable from the device the cord would not release. Finally, the cord separated and a part of it stayed attached to the hemopro. The hospital did not report any patient effects. The duplicated complaint (B)(4) has been canceled. All information from the duplicated complaint (B)(4) has been transferred to complaint to (B)(4).